Event description:
It was reported that the right ventricular lead impedance had been rising and was now high. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.